Event description:
According to the physician, the patient's [medtronic pain pump] catheter was accidentally cut but not noticed during a spinal cord stimulation (scs) procedure on (B)(6) 2026. The patient reported a headache the following burke applied a blood patch but still did not know the catheter had been cut. Over the course of weeks, fluid started to build up around the scs ipg pocket. On or about (B)(6) 2026 dr. (B)(6) performed surgery to investigate and discovered the cut catheter and csf leak which had pooled. He tied off both ends of the catheter temporarily and we replaced it on (B)(6) 2026 when rep was notified of the issue.